Event description:
It was reported that the patient was experiencing pain at the ipg site. The patient underwent an ipg revision procedure where the pocket was moved to the right flank. The patient was doing well postoperatively.

Manufacturer narrative:
Exact date unknown, event occurred four weeks ago from date manufacturer was made aware.